Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient became asystolic and presented to the emergency room, where it was not possible to initially interrogate the device. It was eventually determined that the device had tripped elective replacement indicator (eri) nearly a year prior. The device will be replaced. No further patient complications have been reported as a result of this event.